Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4) - failure to follow steps. This code is used to address the failure to perform a femoral angiogram to verify the location of the puncture site. Per the instructions for use- warnings: perform a femoral angiogram to verify the location of the puncture site.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary angiogram. No femoral angiogram was performed. Reportedly, after plunger removal, one of the sutures was not attached to the device. A suture break occurred. The knot could not be advanced. Manual arterial compression was applied for 15 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device would not return for evaluation. The device was subsequently returned for analysis. The reported suture break was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported a femoral angiogram was not performed. The proglide instructions for use states, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.